Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing with retains of device lot w64051rb. No issues with troponin recovery were observed; lot performed properly. Manufacturing batch records for the lot were reviewed, lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Although this catalog number (97000hseu) is not approved in the united states, this event is being reported as the device is same/similar to catalog number 97000hs, 510(k) number k030286.

Event description:
The event occurred in (B)(6). The only information provided from the customer: a patient sample was negative on triage with a tni result of <0.05ng/ml on (B)(6). A second sample from the same patient was positive on abbott with a tni result of 564pg/ml. Although requested, no other information was provided. Triage cut-off: >0.05ng/ml. Cut-off for abbott was not provided; customer only stated the result of 564pg/ml was positive.